Event description:
The pump was returned for investigation. Investigation revealed a dim, faded and reddish display screen. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 05/05/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/30/2015 with the following findings: investigation revealed a dim, faded and reddish display screen. Unrelated to the complaint, a review of the black box revealed the time and date defaulted to factory settings after battery change on 05/05/2015. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump case was removed and corrosion was found underneath the internal battery. (B)(6).